Event description:
It was reported that a patient was not able to adjust stimulation. There was a ¿in the box¿ icon on the display. The implantable neurostimulator recharger (insr) will turn stimulation on and off. A known issue involving antenna locate may have occurred. There were no patient symptoms reported. Additional information reported the device was interrogated and it was all fine and back to normal. Using the antenna locator was the culprit. The patient was instructed to pause five seconds once finding the best location before pushing the green key again. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# va04wdl, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va0dm6r, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va0dm6r, implanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2011, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3487a-45, lot# va05qga, implanted: (B)(6) 2014, product type: lead. (B)(4).